Event description:
It was reported that healthcare it, called to provide information patient reported and requested patient services contact patient. Agent said patient reported their battery implant doesn't stay in one place; it moves from side to side and up and down and wants to know if this is normal/if something is wrong. Patient services attempted a callback, but was unable to reach patient and left a voicemail. The patient called back reporting as of a couple weeks ago, that their ins started to move side to side and up and down. Patient wondered if there could also be a problem with the lead wire. Recommended patient follow up with their managing physician and the patient indicated their physician is not "in office" and is out sick and will not take calls. Patient requested physician listings. Provided patient with closest doctor to them from mdt physician finder and patient ended the call. Patient called back again and reported that same information, and also said that something is messed up as it is taking a long time for their body to pee. Redirected patient to call managing healthcare provider (hcp) office not to speak to hcp, but rather to schedule an appointment to have internal device checked, and to request that the person that performs programming is also present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.